Event description:
It was reported that the pacing thresholds and pacing impedances on their right ventricular (rv) pace/sense/defib lead had increased from their original values. The lead is still implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacing thresholds and pacing impedances on their right ventricular (rv) pace/sense/defib lead had increased from their original values. It was later reported that the patient was concerned about the impedance increase and went to the ER and had their device interrogated. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an inappropriate shock. The lead had high pacing impedance and oversensing/noise. The lead had a confirmed fracture. The lead was capped and replaced.